Manufacturer narrative:
Natus had requested product return from the customer, however, the subject vac pac device was discarded at the customer site before the return could be executed. The customer was provided a replacement vac pac device which has been put into service. No nonconformances have been noted in the review of manufacturing records for this vac pac lot. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device was damaged out of the box. The customer also reported that they did not cut the vac pac. No patient harm, delay in treatment or environmental/safety concerns were reported. No patient involvement has also been reported. The vac pac is reported to have been purchased in (B)(6) 2016.

Manufacturer narrative:
The vac pac involved in the initial report was shipped in (B)(6) 2017, not (B)(6) 2016 as originally indicated.